Event description:
Upon receipt of the device, the user reported the heart lung console base battery displayed full charge level but later became depleted. No other details regarding the nature of the event were provided. Since this event occurred upon receipt of the device, there was no pt involvement during this event.